Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no capture, high pacing impedance, noise on non-sustained tachycardia (nst) episodes, short interval counts (sic), and a possible fracture. It was also noted that the lead integrity alert (lia) had triggered. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found.